Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five photos of an device. Malformed staples were observed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open left hemicolectomy. After the transverso-rectomstomy was formed and the stapling device was removed, there was poor staple formation and an incomplete staple line. The instrument handle was fully squeeze so that the metal underside of the handle contacted the stapler body to the fullest extent. There was not excessive tissue incorporated into the barrel of the stapler. The donuts were formed completely. The incomplete staple line was resected and restapled with another device. The transverse colon was discontinued with a different stapler. The stapling sizers were used. Staples disengaged into the patient cavity and were removed with forceps. The product problem resulted in temporary tissue damage because the anastomosis was not formed correctly. The anastomosis was partially open. There was an extension in surgical time of greater than 30 minutes, but no adverse effect to the patient was reported. Patient status is alive, no injury.

Manufacturer narrative:
Evaluation summary: pmv) led an evaluation of one device. A microscopic examination of the device displayed nicks on the knife blade. Cross cutting staple line marks and cross staples were observed along the cutline impression in the cutting ring/mylar cover. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.